Event description:
The pt reported a high blood glucose reading of 390 mg/dl at 4:44 a.m. With his normal readings being approx 75-125 mg/dl. He stated he did not have any symptoms and he corrected his blood glucose levels by taking injections of insulin. During troubleshooting, the pt stated he changes his infusion headset every 3-4 days. He was advised to change his headset every 3 days. Troubleshooting did not find any issues with the product. On follow up, the pt stated his blood glucose readings are back to normal and he has had no further problems. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation .